Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported that they had scheduled a meet-up with an rep at 08:15am this morning at their healthcare provider's (hcp's) office, but the rep did not arrive. Patient said that the rep was requested to get the right program for them because the stimulator was not working for them. Patient said that their stimulator was off because theyhad a lot of problems, and their hcp had to put in a catheter for over 2 months. Patient said they had to shut their stimulator off because it wasn't really working. Patient said they weren't urinating right to begin with. Patient said they had drips. Patient said that they were now off the catheter and hopefully on the right track. They had a bladder test, and the hcp wanted the rep to come to the office to help them. Patient said they believed they have an overactive bladder. Patient said that they had another appointment on 2026-08-06 at 01:15pm. Patient said they saw a different urologist, and they were told sometimes the devices didn't work. Patient also said that they were advised by the manufacturer that sometimes it doesn't work and they must call their hcp.